Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached; the glass cap is not returned; the fiber is fractured at the uv glue zone; the heat shrink tube is torn/ melted; the fiber is blackened at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure "detachment of the fiber tip" was reported. Gland volume 70 ml. Joules used 55,070. Time expended 11:57 minutes. The procedure was completed using a second fiber. There were "no damages to the patient" reported.